Manufacturer narrative:
Manufacturing and expiration dates unknown.

Event description:
Information was received a smiths medical cadd cassette has a presence of numerous folds. It was reported that this is enabling air bubbles to be present. Forty (40) minutes after the start of the pca pump, infusion was stopped as a result. No patient injury resulted.